Event description:
It was reported that patient had an infection. It was noted that patient had a bed sore and was taking antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware.

Event description:
It was reported that patient had an infection. It was noted that patient had a bed sore and was taking antibiotics. Additional information received that the patient needs to charge the implantable pulse generator more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.